Event description:
On (B)(6) 2012 customer reported that approximately 5 ml of clear fluid leaked on the act diff instrument. The leak was not contained within the instrument. Customer also stated that the hemoglobin/platelet control counts were drifting. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and confirmed that there was a drip from the probe upon startup. Fse replaced the dual diluent filters, the tubing to one of the water filters that was pinched off, and the probe wipe. Fse performed a bleach procedure on the probe and replaced the leaking lyse syringe. This resolved the issue and no further problems were reported.

Manufacturer narrative:
(B)(4).